Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information: upon visual inspection of one photo, the following was observed: the photo shows a firing trigger spring, over a surface., no device could be observed on the picture. Based on the photo the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the endoscopic lobectomy surgery, after 1st fired, the spring has popped out of the device as the photo shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.